Event description:
It was reported that within four weeks the lead's sensing values decreased, there was an impedance alert for high impedance and there was no capture with maximum output. It was suspected that the lead issues were due to a "microdislocation". The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood in/on the helix/lobe mechanism (sleeve head), blood in/on the helix/lobe mechanism, and apparent explant damage.